Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. The initial accu tni result of 2.11ng/ml was obtained. The result was reported out of the lab and questioned by the physician. The physician requested to collect a new sample from the patient and analyze for accu tni. The accu tni result obtained from the new sample was 0.01ng/ml. The customer then re-tested the patient's original sample for accu tni. The repeated accu tni result was 0.01ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per international advocate, qc, calibration and system check were in specifications. The specimen was collected in a bd, serum gel tube. The customer uses the access 2 instrument to test patient samples from several external labs. Based on available information, results were in question on samples coming from the same lab. Per international customer advocate, coagulation requirements for the sample type were not followed by the lab. The customer will re-centrifuge patient samples from this lab and will repeat testing. Pre-analytical sample handling may have contributed to this event. A malfunction will be assumed for the purpose of this report.